Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological and no label or missing label information. The foreign matter event occurred 3 times. The defective marking event occurred 102 times. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: defective marking x102 dirty cap x1 spot in tube x2."

Manufacturer narrative:
H6: investigation summary bd received 20 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective printing, fm, and embedded fm in the tube was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective printing, fm, and embedded fm in the tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective printing, fm, and embedded fm in the tube. Bd determined that the root cause of the indicated failure mode of defective printing, fm, and embedded fm in the tube was attributed to manufacturing related. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological and no label or missing label information. The foreign matter event occurred 3 times. The defective marking event occurred 102 times. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: defective marking x102, dirty cap x1, spot in tube x2."